Event description:
It was reported that during an arthroscopy procedure the shaver headpiece heated up and burned the patient. Further, the surgeon noticed the burn and finished the procedure.

Event description:
It was reported that during an arthroscopy procedure the shaver headpiece heated up and burned the patient. Further, the surgeon noticed the burn and finished the procedure.

Manufacturer narrative:
The reported device was returned for investigation, however the reported failure mode could not be confirmed. The shaver was tested in a joint fixture with a cutter connected and irrigated provided by a pump. The suction was set at full open and half open and the shaver was able to function correctly by allowing the fluid to pass through the suction valve without overheating. It was noticed during test that the motor was noisy. In addition, hi-pot and leak tests were performed and passed. The motor was removed to check for any water ingress, none were seen. The possible root cause/s could be (1) user misuse (2) the shaver's suction valve was not activated (3) not enough saline used causing the motor inside to heat up (4) the grease on the gears output shaft was already wearing out due to normal wear and tear in sum, the device was returned for investigation and the reported failure mode could be confirmed. The failure mode will be trended for future vigilance.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.